Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# unknown, product type: recharger. Product ID: 37642, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that there was a problem with the recharger and it would not charge the implantable neurostimulator (ins). The recharger would only show the information charging complete screen ((B)(4) full) all of the time. The same screen was displayed for four days when the patient tried to charge the ins. The patient knew the ins was not fully charged because they've got records from april that showed they charged every other day because the ins battery level went down by half a quarter. After two days, the ins is normally down to a quarter. During the past weekend, the ins battery level had not gone down at all, they had not charged for 72 hours and "it was weird." The patient had charged on friday night, saturday morning, saturday night and sunday, but the ins showed it was fully charged. Normally, the ins would show (B)(4)every monday and it would take them an hour to charge back up. The patient was more shaky than usual so they were taking more medication when they went down. The patient tried to reset the recharger, but that did not resolve the issue. During troubleshooting, the patient continued to see the charge complete screen. When the patient checked the inss with the patient programmer, the inss were on, okay and 100% charged. The same charge complete screen was displayed when the inss were checked with the recharger again. The screen remained the same after pressing the audio key to try and clear the screen. There was no change in coupling bars and the patient regularly got 8 bars. The patient also had a problem with the icons on the programmer and recharger because they were hard to understand. Previously the patient was told never to use the recharger while it was plugged into the wall because it could be dangerous, but then the patient received a message stating they need to keep the recharger plugged into the desktop charger at all times even when not plugged into the wall outlet. There was currently no issue with the recharger charging, but the only way to keep charging was to keep it plugged into the desktop charger. The patient had requested an appointment with the health care provider (hcp). No patient complications were anticipated.